Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is (B)(4). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication, livanova (B)(4) learned that the device is regularly cleaned with puristeril and used inside the operating theater with an distance of approximately 4 to 5 meters. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for the reported issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be tested positive to mycobacterium chimaera. There was no known patient involvement.